Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s healthcare professional (hcp) informed them that one of the terminals was not working. It was also reported that the voltage on the working terminals was increased to resolve the reported issues. It was noted that the issues had not been resolved to the patient¿s satisfaction.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they were having difficulty sleeping and it felt like their device was not working correctly. The patient reported checking the status of their ins with the patient programmer and seeing a doctor icon on the screen. The manufacturer representative called the patient to troubleshoot over the phone, but the patient was unable to talk at that time. The patient contacted the manufacturer directly reporting an out of regulation (oor) code on (B)(6) 2017. The patient reported that their healthcare provider (hcp) told them to contact the manufacturer directly. The patient reported that at night they sometimes have to increase the stimulation because their tremors seem to get worse. The patient reported that when they went to try and increase the stimulation, they saw the oor message. The patient reported that after decreasing their stimulation from 2.4v to 2.3v, the oor message went away. The patient was informed that if they try to increase the stimulation to 2.4v again the oor message may reappear, and that the patient should mention this to their hcp. The patient also reported that their tremors get worse in the middle of the night when they get up to go to the bathroom since (B)(6) 2016. The patient reported that they have an appointment scheduled on (B)(6) 2017 with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.